Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - device detected noise as vf, capacitor charged, but shock was aborted. The device was not returned for analysis, but it was explanted. No adverse patient side effects have been reported.